Event description:
A malfunction alarm was reported. There was no reported impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the same malfunction did not occur again. The customer was advised to continue using the pump and to reach out if the issue recurred, and they understood the instructions.